Event description:
It was reported that there was loss of pacing when the leads were connected to the pulse generator. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.